Event description:
The user had a trauma to his head in october 2025; afterwards, he only heard a buzzing sound and refused to use the audio processor. Re-implantation might be considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further additional damage to the active electrode caused by the reported trauma seems likely. In addition, the diagnostic imaging showed an over-insertion of the active electrode. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma; afterward, he only heard a buzzing sound and refused to use the processor. Reimplantation might be considered.